Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, the ra lead dislodged during the rv lead extraction. The ra lead was explanted and replaced. The patient condition is stable.